Event description:
The complainant alleged that while monitoring a patient complaining of neck pain, the device shut down. The medics changed the battery and the device displayed a single green line across the screen with only a single start up beep tone. The complainant indicated that the medics were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.